Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant a 32 ohm shock lead impedance was measured during defibrillation threshold (dft) test for this device and competitor's right ventricular (rv) lead. The health care professional (hcp) consulted with boston scientific technical services (ts) the day post implant as the shock lead impedance measured greater than 200 ohms in all vectors. Also, noted was the final printout from implant showed the shock lead impedance as "invalid." Ts discussed that with the greater than 200 ohms shock impedance may indicate a connection issue. The hcp agreed, and thought that they might reopen the pocket to evaluate. Related to the printout boston scientific technical services (ts) was unsure of why "invalid" would have shown as that is notation used during daily measurements. Additional information was received that the patient was taken back to the lab and the pocket was reopened. The leads were disconnected and reconnected and no further issues have been identified. No additional adverse patient effects were reported.